Manufacturer narrative:
The manufacturer did not receive the device for investigation. It was mentioned that it was discarded. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient received an ncb plate and underwent a revision surgery due to plate fracture.

Manufacturer narrative:
D4: additional device information: unique identifier (UDI) # (B)(4). This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend considering the following event is identified: fracture. Event description: it was reported that a left, fractured ncb plate was revised a few months after implantation due to fracture in a patient 96 years of age. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation, as the lot number is unknown. Root cause analysis: root cause determination using sap rmw # 318345, rev 02: breakage of implant due to movement between implants leads to notching / fretting possible, as neither the product has been returned for investigation nor a detailed event description has been provided we cannot exclude this potential cause. Breakage of implant due to inadequate implant design &material (fatique strength - lifetime of the device) not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Breakage of implant due to chemical / galvanic / crevice corrosion of material possible, as neither the product has been returned for investigation nor a detailed event description has been provided we cannot exclude this potential cause. Breakage of implant due to implant will be implanted against contraindication possible, as the patient was reported to be 96 years of age, we cannot exclude this potential cause. Breakage of implant due to wrong interpretation of in situ device position and/or dimension possible, as neither the product has been returned for investigation nor a detailed event description has been provided we cannot exclude this potential cause. Breakage of the implant due to wrong interpretation of x-ray template for dimensions possible, as neither the product has been returned for investigation nor a detailed event description has been provided we cannot exclude this potential cause. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent possible, as neither the product has been returned for investigation nor a detailed event description has been provided we cannot exclude this potential cause. Breakage of implant due to user define incorrect placement of the spacers and plate possible, as neither the product has been returned for investigation nor a detailed event description has been provided we cannot exclude this potential cause. Breakage of implant due to user perform improper handling of the plate during insertion possible, as neither the product has been returned for investigation nor a surgical report was provided. Breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent possible, as neither the product has been returned for investigation nor a detailed event description has been provided we cannot exclude this potential cause. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction possible, as no protocol regarding postoperative restriction was provided. Breakage of implant due to patient do not follow the postoperative protocol possible, as it is unknown if the patient followed the postoperative protocol. Conclusion: based on the missing product and the little information given (no pictures nor x-rays) the complaint could neither be recreated nor confirmed. A potential fracture of the ncb plate may happen, amongst others, in case of a patient fall, a nonunion bone fracture or due to poor bone quality. Any may be possible, as it was reported that the implantation took place a few months before the revision surgery and the patient was reported to be 96 years of age. However, based on the significant lack of information, it was impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Follow up report. (B)(4). Updated: a3, b4, b5, b7, d2, d6, g1, g2, g3, g6, h1, h2, h6. D6: implant date between (B)(6) 2015 to (B)(6) 2022. G2: foreign source: canada. Report source: mercier, m. R., broderick, j. M., hibberd, c. S., russell, s. P., halai, m. M., atrey, a., nauth, a., & khoshbin, a. (2025). Failure of the noncontact bridging periprosthetic plating system: a single-institution experience. Arthroplasty today, 34(101753), 101753. Https://doi.org/10.1016/j.artd.2025.101753. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
On 08-sep-2025, a journal article was retrieved from arthroplasty today (2025) that reported a study from toronto, canada. A retrospective chart review was conducted of all open reduction internal fixation procedures using the ncb plating system for periprosthetic fractures following a total joint arthroplasty that were performed at a single tertiary academic trauma center from 2015 to 2022. The study reviewed 44 patients. Cases involving mechanical failure of the ncb plating system were subsequently selected for review. The study population had a mean age of 82.7 ± 7.8 years at time of surgery; (7 males/37 females). It was reported a 96-year-old woman (bmi 22.8 kg/m2), who presented with a vancouver b1 periprosthetic fracture around a cemented bipolar hemiarthroplasty. A 12-hole ncb periprosthetic proximal femur plate was placed with three proximal peri-implant screws and 4 distal screws along with 4 cerclage wires and cancellous allograft at the fracture site. 5-months post-op the patient reported pain and xrays showed nonunion with plate fracture. The plate was removed and replaced with a competitor compression plate. Attempts have been made and additional information on the reported event is unavailable at this time.